Event description:
It has been reported by our customer via distributor that during a triathlon ts surgery, when implanting the ref. (B)(4), the surgeon detected that the item does not have the position marks (to be implanted with offset).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.